Event description:
It was reported that the patient's lead had migrated as observed in recent x-ray result. The patient underwent a revision procedure wherein the lead was repositioned. Device remains implanted in patients body. The patient was doing well post-operatively.